Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor sometimes does not display anything when using serial digital interface output, while using the video processor. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. The device was returned, and an evaluation was completed for it. Based on the results of the investigation, inspection and testing was unable to confirm, the reported image issue. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was reported, to have been found, during an inspection. Prior to an unspecified diagnostic procedure. After 40 minutes of idling with the endoscope connected and the system and monitor turned on. The image disappeared from the monitor. In particular, the system became ¿nosignal¿ for sdi input and stopped detecting video signals.